Manufacturer narrative:
A complete lead was returned in one piece. One lead-to-can external insulation abrasion that was breaching the outer insulation and exposing the outer coil was noted proximal to the suture sleeve impression region. Visual and x-ray examinations did not find any indication of lead fracture on the lead body. Electrical tests did not find discontinuities or shorts on any conduction paths. The reported events of abrasion and oversensing were confirmed, and the cause was isolated to be due to lead-to-can external insulation abrasion.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
During a follow-up, multiple episodes of non-sustained oversensing were observed on the right ventricular (rv) lead. The rv lead was successfully explanted and replaced.